Event description:
During device investigation, the log files of the fr 17-0087 were reviewed and an "over current error" was detected. This condition is a reportable malfunction related to the siu.

Manufacturer narrative:
H10: the device, used during treatment, was returned for investigation and was discarded. The initial functional evaluation of the handpiece had a repeatable "over current" error message, which is not consistent with the over current error message that is indicative of an issue in the siu firmware that randomly causes the handpiece error message. This error was due to an issue in the handpiece motor, which is supplied component. There was no serial number provided for the DHR review of the siu so it could not be concluded if the device met the manufacturing specifications. A complaint history review found similar reports of the issue. This issue will continue to be monitored. The relationship of the device and the reported event has been established. The error occurred in the handpiece motor which a supplied component. As a result, the root cause of the reported event was due to a supplier/raw material fault.